Event description:
It was reported that  approximately five weeks post implant, the implantable cardiac monitor (icm) patient experienced device erosio n. The icm was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.